Event description:
Pt was revised to address metallosis.

Manufacturer narrative:
Patient fact sheet (pfs) form and implant stickers received which identified patients date of birth, date of implant and part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2013 - litigation papers received. It is now alleged that the patient suffers from pain, crunching or popping noises in hip region, difficulty standing or walking, hip fractures or dislocations, fatigue, tissue inflammation, infection, necrosis and/or metallosis. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.